Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on the right side on or about (B)(6), 2008. (Complaint for left side was entered in a separate complaint.) Patient has experienced pain, bodily impairment, and high levels of toxic metal in his blood stream. Patient will be required to undergo a surgical revision on his right hip.

Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on the right side on or about (B)(6), 2008. (Complaint for left side was entered in a separate complaint.) Patient has experienced pain, bodily impairment, and high levels of toxic metal in his blood stream. Patient will be required to undergo a surgical revision on his right hip. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.